Event description:
It is reported that pt underwent revision surgery due to implant loosening/loss of stability (cls cup). Original tha was 5 years ago. No retrievals will be returned for eval, no further info has been provided.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. It is not suspected that product failure lead to the alleged event. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measure is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).